Manufacturer narrative:
The customer did not return the device for evaluation. Therefore, the in-house contour next meter was tested, with the in-house contour next test strips, using a blood sample. Which gave a satisfactory performance. Additionally, a device history record was reviewed, for the suspected contour next meter. And no manufacturing anomalies were found.

Manufacturer narrative:
Due to the covid-19 pandemic, the investigation for this event will be delayed. We will however, send the follow-up report as soon as our laboratory services are able to return to normal. The patient/family was the initial reporter , so personal information was not entered. No information was captured as the customer's weight was not provided.

Event description:
The customer reported that he obtained a reading of 509 mg/dl on the contour next meter at 1:01 p.m. Since the reading was high, the customer's wife called an emergency service. Upon their arrival, a comparison testing was performed at 1:15 p.m. Between the customer's meter and the emergency service's meter and readings of 580 mg/dl and 210 mg/dl respectively were obtained. The customer had no symptoms of hyperglycemia. There was no allegation of an adverse event. The customer was advised to return the device for evaluation. A replacement meter kit was sent to the customer. The customer used all the strips and discarded the bottle of test strips involved in the event occurrence. Since the strip information was not provided, this report will be submitted under the meter information.